Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to their blood glucose level. Technical support provided the pump reset information and assisted the caller in resetting the pump; the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.